Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014.; inratio inr 1.6.; laboratory inr 3.2.; therapeutic range 2.0 - 3.0. The time between testing was fifteen (15) minutes. There was no reported adverse patient sequela. There was no additional information provided.